Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 250cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The patient elected for removal and replacement surgery on (B)(6) 2021, and that is when the rupture was discovered. Subsequently, the patient underwent bilateral replacement with two new 250cc mentor memorygel breast implants (catalog: 3502501bc).